Manufacturer narrative:
(B)(4). Batch #: v94z4w. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was returned without apparent damage and with three clips noted to be jammed and not properly formed in the jaws. This condition did not allow the proper feeding of the clips. The instrument was disassembled and upon disassembly, no anomalies were noted and eight clips were found inside the clip track. The jammed clip may have caused the device to not fire the clips properly or at all; however, no conclusion could be reached regarding what may have caused the clip jamming. The reported event was confirmed and the instructions for use contain the following: "caution: prior to loading a clip in the jaws and firing the instrument, ensure that the jaws are fully open by verifying that the line of demarcation between the jaws and the instrument shaft is past the distal end of the trocar cannula. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Caution: inspect the jaw tips to ensure the clip is fully advanced in the jaws. Complete the firing cycle by squeezing the trigger until it stops against the handle to completely form the clip on the targeted structure or vessel. Caution: the trigger must be fully squeezed against the handle to ensure complete clip formation. After firing, fully release the trigger. Note: a clip will not be loaded in the jaws until the trigger is squeezed again. Note: if a clip is dislodged prematurely from the jaw tips or a clip fails to advance, remove the jaws from the targeted structure and fully squeeze and release the trigger to reset the device." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that during a semi-open cholecystectomy, jamming occurred. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.